Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they could not recall the actual bg level. The cause of low bg was unknown. The customer was in a taxi, and they were not feeling well and not responding to the driver¿s questions, and the taxi driver called 911. The customer received third party assistance from emergency medical technicians (emts), who provided gel to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.